Event description:
Patient who is status post metal-on-metal right total hip arthroplasty on (B)(6) 2008. He reports he was doing well until this morning when he felt a pop and immediate pain with weightbearing on his right side. He reports he was in a motor vehicle accident in april and has had occasional clicking in his right hip since then, however, no pain. He reports currently he has normal sensation and strength in his legs; only pain with weightbearing in his right groin. No other complaints.radiographs of his right hip revealed a metal-on-metal right hip prosthesis with a fracture through the base of the modular neck with some anterior superior displacement.

Event description:
Patient who is status post metal-on-metal right total hip arthroplasty on (B)(6) 2008. He reports he was doing well until this morning when he felt a pop and immediate pain with weightbearing on his right side. He reports he was in a motor vehicle accident in april and has had occasional clicking in his right hip since then, however, no pain. He reports currently he has normal sensation and strength in his legs; only pain with weightbearing in his right groin. No other complaintsradiographs of his right hip revealed a metal-on-metal right hip prosthesis with a fracture through the base of the modular neck with some anterior superior displacement.